Event description:
It was reported via clinical trial eng_2020_04 that during a parotidectomy the patient experienced a hematoma. The relationship with the study device is possible and the relationship with the procedure is causal. A surgical procedure, therapy, or intervention was required.

Manufacturer narrative:
(B)(4). Batch #: v9674r. Additional information was requested and the following was obtained: please clarify was there intervention with this event that was related to the study device? If so, what was the intervention? No interventions were completed that were related to the study device. Bleeding occurred approximately 45 minutes after vessel sealing when the patient recovering from anesthesia. A hematoma formation was detected, the patient was rushed back for additional sedation, and a clip was used to seal the vessel. Hematoma was reported as an adverse event, possibly related to the device. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/12/2022. Additional information was requested and the following was obtained: relationship to study device value "possible" has been changed to "causal relationship" relationship to primary study procedure value "causal relationship" has been changed to "not related".